Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly elected revision for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken substrate. This is not believed to be related to the return reason. System lock was verified. The electrode condition prevented an electrical test from being performed. The manual capacitor leakage test was not performed due to a broken substrate. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.